Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's explantation date is october 20, 2010. Patient had an explantation on (B)(6) 2021. Patient is a 55 years old caucasian patient. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number mw5101120 that a female patient who underwent an unspecified breast surgery with unknown smooth mentor saline breast implants experienced autoimmune disorder of fibromyalgia and unexplained systemic symptoms postoperatively, including burning, tingling, numbness (in arms, hands, legs, and feet) body pain, fatigue, short of breath, and dyspnea. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.